Manufacturer narrative:
Batch review performed on 12 august 2019: lot 183807: (B)(4) items manufactured and released on 13-sep-2018. Expiration date: 2023-09-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Visual inspection performed by medacta hip r&d project manager: visual inspection performed on 30th august 2019. From the metrological analysis we do not detect any discrepancy and the pieces are conform, so the event is not related to incorrect dimensions of the stem. A possible route cause is related to an improper insertion of the first stem, followed by the second stem inserted in a proper way.

Event description:
The amistem h was not inserted into the patient femoral bone completely. The amistem h was inserted about 7mm to 8mm above compared to the trial stem. The surgeon removed the amistem h, and inserted the same size back up amistem h. Due to this event the surgery was prolonged about 20 minutes. Approximate total surgery time was 2 hours.